Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving saline 1,000 mcg/ml at 48 mcg/day via an implanted pump for non-malignant pain. It was reported that the pump was filled with 20 ml of pfns at implant on (B)(6) 2025. It was reported when the healthcare provider (hcp) went to fill pump with drug today they got nothing out of the reservoir; there was no saline in the pump. The caller stated that the hcp decided not to do a dye study and proceeded to fill the pump with morphine 0.25 mg/ml at 0.05 mg/day. The hcp chose not to prime the catheter. The agent reviewed considerations around the discrepancy and inquired if it was possible that they neglected to fill the pump with saline at the implant. The rep believed they did fill with saline. The agent advised that they monitor the patient and pump for volume accuracy and efficacy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider via a company representative who reported that there was no device issue. Per the reporter, the pump reservoir was low. No additional diagnostics or troubleshooting was performed. The issue was considered resolved.

Event description:
Additional information was received from a healthcare provider via company representative clarifying the report of the hcp went to fill the pump with drug on (B)(6) 2025 and they got nothing out of the reservoir; there was no saline in the pump. It was stated that they were able to withdraw less than 1cc of saline and there were no device/therapy/procedure issues found. The cause was found to be no issue and the event resolved with the healthcare provider filling the medication chamber.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.